Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he had no delivery alarm during manual prime. Customer's blood glucose was 401mg/dl. The customer was advised that in order to troubleshoot their pump, set and reservoir we may request that they change set and/or reservoir. Customer was assisted in performing a 5.0unit fixed prime. The customer stated the insulin did not exit. The customer was advised to rewind pump, place reservoir in pump and run manual prime to at least 5.0 units. The customer stated the insulin exits with the manual prime. The customer was advised the pump is working as designed and alarm was caused by a connection issue. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 401 mg/dl. Customer tried to bolus for high blood glucose and pump delivered 1.4 units before alarming no delivery.